Manufacturer narrative:
Not longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider confirmed that the patient had follow up appointments with their hcp on (B)(6) 2017 and (B)(6) 2017. To treat the event the patient was given 2 weeks of antibiotics for the incision pain. Notes from the visit indicated the patient was experiencing nausea, it was improved, but not completely controlled. The patient was able to eat more and had bloating and fullness. Impedance read at 395 and current of 6.1. They increased from 1.5 to 3.9 volts. The rep and the nurse were present at the time of follow-up. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient with an implantable neurostimulator (ins) indicated for gastrointestinal/pelvic floor was having incisional pain and was hospitalized as a result. No further complications were reported/anticipated.